Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a circuferential mucosectomy procedure that the device cut, but did not staple. They noticed a strange noise during firing. They had finished by hand suturing, during the section of the transected mucous. There was no reported patient consequence.